Event description:
It was reported that during a myomectomy procedure, the internal blade came apart and unraveled inside the shaft of the blade. The piece never came off the blade and when the blade was removed the piece was intact. The surgeon was removing a small, un-calcified polyp when the pedal stopped working. This is when it was noticed that the blade was broken. After the scope was removed from the patient, the surgeon performed ablation to remove the polyp. The 2cm. Fibroid was not removed due to the broken blade. It was stated that there was back-up blades available; however, the surgeon elected not to use them, thus resulting in the case to be not fully completed. The speed was set at 2200 rpms and the surgeon utilized a straight approach to the polyp. It is unknown at this time, if additional procedure will be scheduled.

Manufacturer narrative:
Inspection of the returned device indicated the following: there was evidence that the outer blade had been bent at the distal tip. The inner blade tip was unwound in a helical fashion. There was deformation at the cutting edge of the inner blade. Further dissection showed there was no component damage other than the inner and outer blades. Evidence suggests that the inner blade cutting edge was pulled out of its nominal travel trajectory during use which resulted in impact between the cutting edge and the outer tube window. As a result, the inner blade unwound but remained attached to its self and no metal residue was left in the patient. Based upon these observations, no further action is warranted at this time. (B)(4).